Event description:
The info provided to sjm indicated the 8f angio-seal sts plus vascular closure device was selected for use. A pre-deployment angiogram was performed revealing a 6-7 mm vessel. A retrograde puncture was made in the common femoral artery and 9f procedure sheath was used. The device was deployed, but it was reported the black compaction marker was not revealed when the collagen was pushed into the tamper tube. Hemostasis was achieved and manual compression was held for an additional 40 mins. Immediately following no pulse could be felt and an occlusion was confirmed. A percutaneous transluminal angioplasty was performed using a new puncture site to successfully restore blood flow.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.